Event description:
Event description guidant received information that the patient with this pacmaker, presented to the emergency room with an escaped rate of 30-40 bpm. Evaluation of the device noted no pacing output; however, normal pacing was observed with magent application. A memory dump was obtained which did not reveal any abnormalities. The decision was made to remove and replace the device. The device was returned to guidant for analysis.